Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "distal drill interfered with the nail and could not drill into the nail easily. The physician could drill with difficulty while having the sleeve controlled by fingers."

Event description:
As reported: "distal drill interfered with the nail and could not drill into the nail easily. The physician could drill with difficulty while having the sleeve controlled by fingers."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and found to be functional at distribution site. A device inspection was not possible since the affected device was not returned, but functional test was conducted with the alleged device at the distribution site which confirms that the device was functional in nature. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above investigation the root cause can be attributed to user related as the device was found to be functional in nature at distribution end. If more information is provided, the case will be reassessed.